Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1800241 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during hepatobiliary surgery the doctor found that the clip was broken during ligation of the blood vessel. Two clips had the same issue. The patient is fine now

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip 544233 hemolok ml clips 3/cart 42/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination of the loose clip revealed that the clip was broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. One loose clip was returned. The cartridge was not returned. The loose clip was broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during hepatobiliary surgery the doctor found that the clip was broken during ligation of the blood vessel. Two clips had the same issue. The patient is fine now